Manufacturer narrative:
Product was returned to the MFR for eval. The investigation revealed after 2 hours of testing, the pressure remained above the minimum lower pressure tolerance of 510 mmhg per product specification. The returned cuff was found to function properly. The zimmer sterile disposable tourniquet cuff instructions for use states that this is a "single use only" product and should be "disposed of properly after use."

Event description:
It was reported that approx 12 mins after inflation, the tourniquet cuff failed. The cuff had to be replaced. No significant bleeding noted to have occurred as a result. Additional info received through clinical f/u with the hospital indicated that the cuff failed after incision, but there was no increased bleeding. There was an audible alarm heard, but not recollection of led message. The surgical time was only increased by 3-5 to obtain and change the cuff out with another of the same type. The cuff was replaced and procedure continued without issue. There was no harm to pt. The cuff was reprocessed by (B)(4).